Manufacturer narrative:
Device evaluation summary: one cadd solis vip 2120 pump was returned for analysis in used condition. Visual inspection of the pump showed that pump was in good physical condition. Functional testing included use testing. The pump was found to be displaying "cannot start pump with air in line. Prime tubing" alarm message during the investigation. The customer's reported problem was able to be duplicated. Based on the evidence, the complaint was confirmed. The root cause was attributed to the faulty air detector.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump alarmed for "air in line". No adverse effects reported.

Manufacturer narrative:
Additional information was received indicating no patient involvement and event date. Fields updated: date of event.